Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Initially, the patient was not hospitalized for the event but on an unreported date in the same month as this report was received, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics including gentamycin (additional medication, routes, dosages and frequencies not reported) for the peritonitis event. Dianeal therapy was initially reported to be ongoing but twelve days after the initial receipt of this report; it was reported that peritoneal dialysis therapy was being discontinued; a permacath was being placed so the patient could start on hemodialysis permanently. The patient has recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date at the end of (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.